Event description:
During a pta treatment procedure, the shaft of the xxl balloon catheter fractured. The patient was asymptomatic during the event. The lesion being treated was in the pulmonary valve, and exhibited a transvalvular gradient of 59 mmhg. The physician used an 8f arrow introducer sheath for vascular access, and a .035 guide wire to cross the lesion. The xxl balloon was inflated three times to four atms on each inflation. It is noted that there was no difficulty with inflation or deflation of the device. The physician was then unable to withdraw the xxl balloon from the patient. The introducer sheath was withdrawn first, then the balloon catheter. When viewed outside the patient's body, a fracture was detected in the balloon shaft. No patient injuries or complications were reported. Patient status is reported as `good.'